Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, dyslipidemia, coronary heart disease, peripheral artery disease, stroke, transient ischemic attack, bleeding, and stage 4 chronic kidney disease. Complications reported included device embolization, patient device interaction problem (residual shunt), stroke, myocardial infarction, cardiac arrest, cardiac tamponade, pericardial effusion, transient ischemic attack, systemic embolism, bleeding, surgical intervention (device explant), unexpected medical intervention (pericardiocentesis), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: left atrial appendage closure or medical therapy in atrial fibrillation. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "left atrial appendage closure or medical therapy in atrial fibrillation", was reviewed. This research article is a prospective multicenter experience to evaluate left atrial appendage closure (laac) with physician-directed best medical care (including direct-acting oral anticoagulants (doacs) in patients with atrial fibrillation and a high risk of stroke and bleeding. The devices included in this study were watchman, watchman flx, amplatzer cardiac plug, amplatzer amulet, and lambre. The article concluded that among patients with atrial fibrillation at high risk for stroke and high risk for bleeding, left atrial appendage closure was not noninferior to physician-directed best medical care with regard to a composite end point of stroke, systemic embolism, major bleeding, or cardiovascular or unexplained death at a median follow-up of 3 years. [The primary and corresponding author was ulf landmesser, department of cardiology, angiology, and intensive care medicine, deutsches herzzentrum der charité, campus benjamin franklin, charité university medicine berlin, hindenburgdamm 30, 12203 berlin, germany, with corresponding e-mail: ulf.landmesser@dhzc-charite.de.] This study included patients with atrial fibrillation and a high risk of stroke and bleeding undergoing laac from 01 march 2018 to 31 may 2024. A total of 446 patients were included in the study, of which an unknown amount received an abbott device. The average age was 77.9 years. The majority gender was male. Comorbidities included diabetes, hypertension, dyslipidemia, coronary heart disease, peripheral artery disease, stroke, transient ischemic attack, bleeding, and stage 4 chronic kidney disease.